Event description:
Please refer importer report - (B)(4).

Manufacturer narrative:
We also learned later that after this procedure twin b was terminated due to condition as well as another fetus in a separate sack. The hospital reported that there was no malfunction of instrumentation and that devices had no impact on outcome. The ttts set is not returning.